Event description:
It was reported that patient underwent total hip arthroplasty in 2008 implanting a 52mm o.d. X 46mm i.d. Acetabular shell with a 44mm modular head component. Revision procedure was performed the next day to correct the modular head diameter by implanting a 46mm modular head component.